Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not stay on the pump. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. A cartridge change was performed resolving the bg and the loose issue.

Manufacturer narrative:
D9, h10.